Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A materials manager reported the scope was loose before a cataract procedure. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was replicated. The company representative tightened the six screws that held the base of the microscope to the head. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The microscope was manufactured on january 21, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a mechanical interference between the yoke set screw and the libero mounting bolt. The manufacturer internal reference number is: (B)(4).